Event description:
It was reported via repair work order that the auxiliary outlet did not function due to the breaker being tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.